Manufacturer narrative:
Other text: a manufacturing device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No action was taken to repair the device. Due to its age and condition, it was scrapped. Additional information d8 and g5. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms # (B)(4).

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical fluid warmer was missing led/ cracked and leaking/dropped. No adverse patient effects were reported.